Event description:
Dealer states error messages come up but cannot duplicate. He states they are already about to replace the batteries. He thinks it is motor faults. Gave troubleshooting advice and dealer to call back after troubleshooting further.